Event description:
On 4/7 and 4/9/94 there were two (2) pts with respiratory arrests where the device failure may have caused or contributed to the pt's deaths. The MFR has also been notified of this event. The first death occurred on a pt with a medical diagnosis of coccidioidomycosis pneumonia and the second death on a pt with a medical diagnosis of r/o myocardial infarction/with the developement of a pulmonary embolism. In both pts it was difficult to suction them adequately due to device function problems. Upon removal of the endotracheal tubes, both pts were found to have large mucous plugs. The devices could not be retrieved and therefore were not evaluated.